Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v026959, implanted: (B)(6) 2007, product type lead; product ID 7428, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3387s-40, lot # v187428, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v026959, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7428, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that two months prior to the date of this report the patient had learned that the leads had become disconnected. It was unknown when or how this had happened. The patient had gone to a new healthcare professional that had checked the device settings and noticed the disconnection. A week after the disconnect was noticed the patient had fallen and cracked his head. The patient was in the hospital where an x-ray was done which found that all the wires were disconnected. The wires were removed and were corroded. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reference report number: mw5041381.

Event description:
It was later reported that patient had surgery to take out all the wires which was two weeks prior to the date of this report. The patient's wife thought the wires were not connected properly in 2013 which had caused leakage over the past 2 years prior to the date of this report and therefore corroding the wires.